Event description:
Pt called lfs in 2003 alleging their ot basic meter would only prompt the "clean test area" message. Pt stated that pt did pass out because pt was unable to test. Pt stated that on pt passed out around 8:30pm due to not being able to test their blood. After waking about 2:30-3:00am, not knowing what happened, pt pressed their medical alert bracelet and paramedics came and tested their blood. Pt does not remember results but was told their bg was ok. The issue was not resolved with troubleshooting. Medical affairs tried calling the pt to find out how long was the "clean test area" message appearing, did pt try testing earlier that day, whether pt had symptoms at the time of using the meter, and any medications taken. Pt was not available. In the absence of this info case is being classified as a malfunction because there is no evidence that the meter contributed to the serious injury. A letter is being sent to obtain more clinical info.